Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system detected noise and low out of range pacing impedances of less than 200 ohms. The root cause for the issue was not determined. As a result, this right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.